Manufacturer narrative:
Evaluation summary: a small fractured segment of the visi-pro balloon-expandable biliary stent crimped onto a guidewire was received for evaluation. No cine images were received. Approximately 8mm of the stent was returned crimped onto a guidewire. Sanguine residue and biological debris was noted in the stent strut cells. The returned stent structure exhibited stent cell elongation and lateral compression. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician treated a 15mm moderately calcified lesion in the proximal celiac artery with a visi-pro balloon- expandable stent. The artery had a diameter of 7mm and had little tortouosity. The visipro was prepped as per the IFU with no issues identified. The procedure used a 7 fr sheath and a non-medtronic wire .014" x 300 cm. No resistance was encountered advancing the device and no excessive force was used. Two weeks after the procedure, patient complained of pain and a follow cannulation of the artery was performed. During this follow-up visit, it was noticed that the implanted stent had fractured. The component embolized in the vessel. The broken part of the device was explanted using a snare. The physician opted for no further treatment. The patient complained of abdominal pain and was referred to a gi physician. No further complications reported.